Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report. The device was discarded at the user facility.

Event description:
It was reported by a company representative that 2 mandible distractors did not distract as much as anticipated.

Manufacturer narrative:
A confirmation of the reported event was not applicable because the devices were not returned. Because the devices were not returned also a thorough visual, functional or dimensional investigation could not be performed. Additional information provided indicated that the initially correct function of the device after implantation was confirmed. Furthermore it was stated that the baby was about 4 month old. Regarding the patients bone quality no direct information was provided but it was stated that ¿screws seemed to insert ok during the initial procedure, although surgeon mentioned the screws were all extremely loose when the distractor was removed¿. Therefore a contributing factor regarding the extremely loose screws could be the use of self-drilling screws. The related instruction for use (IFU) states following references: ¿contraindications: insufficient quantity or quality of bone precluding adequate fixation¿. Furthermore the IFU lists that: ¿operation overview: in neonates and infants up to 2 years of age: the 20 mm distractor having four-hole footplates may be more suitable in view of the typically shorter distraction distances and smaller mandibles observed in this patient sub-population. The 1.7 mm self-tapping screws may be preferred in view of the lower mineral content of bone in this patient subpopulation where initial pilot hole drilling may reduce the risk of screw stripping during fixation. However, the surgeon must exercise clinical judgment to determine the most suitable option.¿ based on the statistical evaluation as well as previously performed investigation, where the product was returned, the provided additional information and based on the information and recommendation in the related instruction for use (IFU) the root cause can be most likely attributed to a user related handling issue. The use of self-drilling screws versus the stryker¿s recommendation to use self-tapping screws in such a young patient (about 4 month old) it can be concluded that these factors potentially led to screw loosening during application which finally resulted in an limited distraction procedure and therefore to a distraction less than anticipated. Indications for a design, material or manufacturing related issue could not be found in the investigation. Therefore no corrective and / or preventive action is deemed necessary at this time.

Event description:
It was reported by a company representative that 2 mandible distractors did not distract as much as anticipated.